Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic check, the implantable cardiac monitor exhibited premature battery depletion and was unable to be interrogated. No intervention was reported. The patient was stable and would be monitored.